Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported issue with the analyzer loading. The analyzer loaded multiple times as required, with no issues noted. (B)(4).

Event description:
It was reported the analyzer could not be loaded, but after five minutes of waiting, the programmer was restarted, which resolved the problem. The analyzer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the analyzer could not be loaded but after five minutes of waiting, the programmer was restarted which resolved the problem. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.